Event description:
It was reported that a revision surgery was performed due to infection. The surface of the insert is rough. No delay was reported. Alter insert was implanted. Device will be returned.

Manufacturer narrative:
The affected legion ps high flexion insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the received component showed damage and deformation on the articular surface of the insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. Slight damage is shown on the edge of the anterior surface of the implant . Damage was also observed on the inferior surface of the implant near the insertion/extraction slot. No material or manufacturing defects were observed in the course of this investigation our clinical analysis noted that no clinical information, revision report, or lab values were provided although requested. Additionally, an infection reported within the first year post implantation is a normally the result of an intra-operative contamination. Therefore, based in the information provided the root cause of the reported roughness and infection was likely related to the procedure and not the performance of the device itself. The future impact to the patient beyond the revision cannot be determined. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.